Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty placing the stent. When the delivery system was removed, it was noted that the stent was broken and crushed. A dissection was noted and is unknown how it was repaired. Pt status is listed as "okay".